Manufacturer narrative:
(B)(4). The dexcom g4 platinum cgm system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a red, itchy, scaly and irritated skin reaction on (B)(6) 2016. The sensor was inserted into the patient's arm on (B)(6) 2016. Patient's reaction was located on the arm, underneath the sensor tape. On (B)(6) 2016 the patient's mother saw a dermatologist in regards to the skin reactions the patient had been experiencing with sensors. Patient was given a skin barrier and prescribed medication for the affected area. Patient's reaction is treated with prescribed medication. At the time of contact, patient was still experiencing irritation. No additional event or patient information was provided. The sensor was inserted into the arm. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.